Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant result on a patient. There was patient information at the time of this report. Return product is not available for investigation. Tested: result: heparin dose: 11:19, 184 sec, administered; 11:56, 225 sec, ni; 12:40, >1000 sec, ni; 12:50, 327 sec, ni; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.